Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, one (1) 2.4mm universal drill guide and one (1) 2.7mm universal drill guide were unable to assemble. There was no patient consequence. There is no further information available. This report is for one (1) 2.7mm universal drill guide. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated data: d4, h4. Investigation summary: visual inspection: univ-drill-guide 2.7 (p/n:323.260, lot #: 67p7640) was returned and received at us cq. Upon visual inspection, no issues were identified. Functional test: a complete functional test could not be performed as the device was returned by itself. However a partial functional test to check the complete assembly of the returned device was performed. During the functional test it was observed that the device was able to assemble completely as intended. Can the complaint be replicated with the returned device? No. Dimensional inspection: dimensional inspection was not relevant as the device was able to assemble as intended. Document/ specification review: the current and manufactured revisions of drawings were reviewed: 2.7mm universal drill guide (current and manufactured) no design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion the complaint condition could not be confirmed for the returned device. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 323.260 lot number: 67p7640 manufacturing site: haegendorf release to warehouse date: 28 september 2020 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.